Event description:
Information received indicates a nurse found the patient on the floor. She thought the bed alarm was set but didn't know for sure. No injury.

Manufacturer narrative:
When the field technician went to the account to inspect the bed, he found the staff did not follow protocol to isolate the bed. The hospital has 300 plus advanta beds and they do not know which bed was involved.